Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced second degree heart block after loss of capture in the right ventricular (rv) lead. Loss of slack was noted, and a dislodgement or micro perforation was suspected. In addition, high thresholds and high impedance were reported. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.